Manufacturer narrative:
A visual inspection was performed on the returned device. The reported barewire tip damage (core break). The reported difficult to insert could not be replicated due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, the reported difficulty loading the filter and damage to the barewire tip appears to be related to operational context. It is likely that during preparation of the device, and during removal from the loading tray, the tip of the barewire became compromised due to inadvertent mishandling causing the stretched tip coils and noted core separation.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), the filter detached from the device when attempting to pull the filter into the delivery catheter with resistance noted. There was no device use or patient involvement. There was no clinically significant delay in the procedure. Another emboshield nav6 eps was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.